Event description:
The customer reported the system is displaying a battery disconnect error message and will not boot. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and determined the batteries needed to be replaced. No parts were available from ge for repair of the system. Customer will contact 3rd party to make repairs. (B) (4).